Event description:
The event is reported as: alleged issue: the applier would not hold the clip. No pt injury reported. Requested additional info.

Manufacturer narrative:
No sample is available for the MFR to evaluate.